Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after the lead placement, the guidewire was stuck in the lead. The lead was not used and a new lead was implanted.